Manufacturer narrative:
Insufficient drive of disposable - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in late 2008. During the procedure, the blade would get bogged down when the motor was turning in the counter-clockwise direction, as opposed to clockwise. The procedure was successfully completed by rotating the blade in the clockwise position with no adverse patient consequences.